Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that fluid had leaked out of the tubing of the home patient (hp)'s transfer set. The event occurred during drain two of five on the home choice (hc) device, after the hp had become disconnected from the hc machine. The technical service representative (tsr) had the hp end therapy and advised them to finish therapy via manual supplies or start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.